Manufacturer narrative:
(B)(4) initial report. Pharmacovigilance comments: the serious event of granuloma skin and the non-serious events of pain, oedema, inflammation and infection at the inferior region of the internal canthus were considered expected and possibly related to the treatment. The granulomas were observed as hyaluronic acid on MRI at the upper boundary of the nasolabial folds, but a biopsy confirmation was not provided. Although the reporting physician considered the events to be non-serious, the company medical review conservatively considered the granulomas to be serious due to the requirement for multiple medical interventions (injectable corticosteroids, hyaluronidase and multiple oral antibiotics) to prevent permanent harm, and the fact that the events had not resolved after nearly one year of duration at the time of the report. Possible etiologies for the events include device dislocation, referred pain, and inflammation. Improving symptoms suggest that a biofilm is not present, although this might have been cured by the previous antibiotic therapy. Potential contributory factors include medical history of seasonal allergies and allergy to clarithromycin antibiotic therapy prescribed for the possible biofilm. This case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: the serious event of granuloma skin and the non-serious events of pain, oedema, inflammation and infection at the inferior region of the internal canthus were considered expected and possibly related to the treatment. The granulomas were observed as hyaluronic acid on MRI at the upper boundary of the nasolabial folds, but a biopsy confirmation was not provided. Although the reporting physician considered the events to be non-serious, the company medical review conservatively considered the granulomas to be serious due to the requirement for multiple medical interventions (injectable corticosteroids, hyaluronidase and multiple oral antibiotics) to prevent permanent harm, and the fact that the events had not resolved after nearly one year of duration at the time of the report. Possible etiologies for the events include device dislocation, referred pain, and inflammation. Improving symptoms suggest that a biofilm is not present, although this might have been cured by the previous antibiotic therapy. Potential contributory factors include medical history of seasonal allergies and allergy to clarithromycin antibiotic therapy prescribed for the possible biofilm. This case meets the seriousness criteria for expedited reporting to the regulatory authorities.

Event description:
Case (B)(4) is a spontaneous report received on 30-aug-2018 from a physician referring to a female patient of unknown age. The patient has grass allergy. No information about medical history, concomitant medication or previous filler treatments has been provided. In (B)(6) 2017, the patient received treatment with restylane defyne (lot number s2171520006) to the nasolabial folds. The needle type, injection technique and amount of volume used were unknown. In (B)(6) 2017, the patient consulted the physician: the patient explained that she had inflammatory granuloma(inflammation)(granuloma skin) since the end of (B)(6) 2017, and that it was intermittent (it returned to normal regularly). Furthermore, she complained about pain(pain) and oedema(oedema) in the inferior region of the internal canthus (the physician did not treat this area with restylane defyne). The doctor thought it was a biofilm(infection) and in (B)(6) 2017 prescribed tolexine® [doxycycline] 100 mg, two times a day during ten days, zeclar® [clarithromycin] 500 mg, two times a day during ten days, cortancyl® [prednisone] 10 mg during eight days and inexium® [esomeprazole magnesium] during eight days. At the beginning of (B)(6) 2018, the doctor carried out an allergy test to hyaluronidase and on (B)(6) 2018, the patient stopped treatment with zeclar® since she did not tolerate the drug. In addition, the physician again prescribed the patient tolexine® and cortancyl®. On (B)(6) 2018, an irm (assumed to be MRI) showed the persistence of hyaluronic acid in the lower part of nasolabial folds but nothing in the inferior region of the internal canthus. The physician injected the patient with hyaluronidase [hyaluronidase] and kenacort® [triamcinolone]. On (B)(6) 2018, there was a decrease of inflammation but the granuloma was persistent and palpable. The patient received an additional injection of hyaluronidase. On (B)(6) 2018, there was another episode of inflammation. The patient received treatment with kenacort®. On (B)(6) 2018, there was another episode of inflammation in the internal canthus and allergy to grasses. The patient received an injection with kenacort®. On (B)(6) 2018, the patient received an injection with hyaluronidase only. On (B)(6) 2018, there was a slight inflammation and the patient received an additional injection with kenacort®. The physician reported that the reactions were becoming milder but it continues. Granulomas were palpable in the inferior region of the internal canthus (region not injected with restylane defyne) and in the superior area of the nasolabial folds. The physician reported that there was medical intervention for treatment of the adverse events but it was not an intervention or hospitalisation required to prevent a life threatening condition, permanent impairment of a body function or permanent damage to a body structure. Outcome at the time of the report: inflammatory granuloma was not recovered/not resolved. Pain was unknown. Oedema was unknown. Inflammation was unknown. Thought it was a biofilm was unknown.

Manufacturer narrative:
Pharmacovigilance comments: the serious event of granuloma skin and the non-serious events of pain, oedema, inflammation and infection at the inferior region of the internal canthus were considered expected and possibly related to the treatment. The granulomas were observed as hyaluronic acid on MRI at the upper boundary of the nasolabial folds, but a biopsy confirmation was not provided. Although the reporting physician considered the events to be non-serious, the company medical review conservatively considered the granulomas to be serious due to the requirement for multiple medical interventions (injectable corticosteroids, hyaluronidase and multiple oral antibiotics) to prevent permanent harm, and the fact that that the events had not resolved after nearly one year of duration at the time of the report. Possible etiologies for the events include device dislocation, referred pain, and inflammation. Improving symptoms suggest that a biofilm is not present, although this might have been cured by the previous antibiotic therapy. Potential contributory factors include medical history of seasonal allergies and allergy to clarithromycin antibiotic therapy prescribed for the possible biofilm. This case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: no potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to symatese quality mangement system.

Event description:
Case reference number (B)(4) is a spontaneous report received on (B)(6)2018 from a physician referring to a female patient of unknown age. The patient has grass allergy. No information about medical history, concomitant medication or previous filler treatments has been provided. In sep-2017, the patient received treatment with restylane defyne (lot number s2171520006, expiry date (B)(6)2019) to the nasolabial folds. The needle type, injection technique and amount of volume used were unknown. In dec-2017, the patient consulted the physician: the patient explained that she had inflammatory granuloma(inflammation)(granuloma skin) since the end of oct-2017, and that it was intermittent (it returned to normal regularly). Furthermore, she complained about pain(pain) and oedema(oedema) in the inferior region of the internal canthus (the physician did not treat this area with restylane defyne). The doctor thought it was a biofilm(infection) and in dec-2017 prescribed tolexine® [doxycycline] 100mg, two times a day during ten days, zeclar® [clarithromycin] 500mg, two times a day during ten days, cortancyl® [prednisone] 10mg during eight days and inexium® [esomeprazole magnesium] during eight days. At the beginning of jan-2018, the doctor carried out an allergy test to hyaluronidase and on(B)(6)2018, the patient stopped treatment with zeclar® since she did not tolerate the drug. In addition, the physician again prescribed the patient tolexine® and cortancyl®. On (B)(6)2018, an irm (assumed to be MRI) showed the persistence of hyaluronic acid in the lower part of nasolabial folds but nothing in the inferior region of the internal canthus. The physician injected the patient with hyaluronidase [hyaluronidase] and kenacort® [triamcinolone]. On(B)(6)2018, there was a decrease of inflammation but the granuloma was persistent and palpable. The patient receieved an additional injection of hyaluronidase. On (B)(6)2018, there was another episode of inflammation. The patient received treatment with kenacort®. On (B)(6)2018, there was another episode of inflammation in the internal canthus and allergy to grasses. The patient received an injection with kenacort®. On(B)(6)2018, the patient received an injection with hyaluronidase only. On (B)(6)2018, there was a slight inflammation and the patient received an additional injection with kenacort®. The physician reported that the reactions were becoming milder but it continues. Granulomas were palpable in the inferior region of the internal canthus (region not injected with restylane defyne) and in the superior area of the nasolabial folds. The physician reported that there was medical intervention for treatment of the adverse events but it was not an intervention or hospitalisation required to prevent a life threatening condition, permanent impairment of a body function or permanent damage to a body structure. Follow-up information was received on (B)(6)2018 from the reporting physician. The patient had no relevant medical history, allergy (except grass allergy) or concomitant medications. It was reported that the patient has never received treatment with a similar product as restylane defyne before. It was reported that 1 ml of restylane defyne was injected to the nasolabial folds and that the event was ongoing and intermittent (sometimes it seems to be better). The physician informed that since the last information provided on (B)(6)2018, the patient did not receive other medical treatments to relieve the symptoms. She further informed that her patient was becoming better, she follows her patient regularly and the granulomas seems to be less painful and smaller. At the beginning, the physician had the impression that it was an exostosis during palpation and was perplexed about the case, since she only injected the nasolabial folds but the adverse events occured at the right internal canthus of the eye. The MRI of the patient's facial area only showed the persistence of the ha in the lower part of the nasolabial folds. Outcome at the time of the report: inflammatory granuloma was recovering/resolving. Pain was recovering/resolving. Oedema was recovering/resolving. Inflammation was recovering/resolving. Thought it was a biofilm was recovering/resolving. Tracking list: version 0. Initial. Version 1. No additional follow-up information was received from the reporting physician. A new version of the case has been opened to generate a final mir. Version 2. Follow-up information received on (B)(6)2018. Added amount of volume used for restylane defyne and updated outcome for all adverse events to recovering/resolving.

Manufacturer narrative:
(B)(4) initial report. Pharmacovigilance comments: the serious event of granuloma skin and the non-serious events of pain, oedema, inflammation and infection at the inferior region of the internal canthus were considered expected and possibly related to the treatment. The granulomas were observed as hyaluronic acid on MRI at the upper boundary of the nasolabial folds, but a biopsy confirmation was not provided. Although the reporting physician considered the events to be non-serious, the company medical review conservatively considered the granulomas to be serious due to the requirement for multiple medical interventions (injectable corticosteroids, hyaluronidase and multiple oral antibiotics) to prevent permanent harm, and the fact that the events had not resolved after nearly one year of duration at the time of the report. Possible etiologies for the events include device dislocation, referred pain, and inflammation. Improving symptoms suggest that a biofilm is not present, although this might have been cured by the previous antibiotic therapy. Potential contributory factors include medical history of seasonal allergies and allergy to clarithromycin antibiotic therapy prescribed for the possible biofilm. This case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: no potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to symatese quality management system.

Event description:
Case reference number (B)(4) is a spontaneous report received on 30-aug-2018 from a physician referring to a female patient of unknown age. The patient has grass allergy. No information about medical history, concomitant medication or previous filler treatments has been provided. In (B)(6) 2017, the patient received treatment with restylane defyne (lot number s2171520006, expiry date 30-jun-2019) to the nasolabial folds. The needle type, injection technique and amount of volume used were unknown. In (B)(6) 2017, the patient consulted the physician: the patient explained that she had inflammatory granuloma(inflammation)(granuloma skin) since the end of (B)(6) 2017, and that it was intermittent (it returned to normal regularly). Furthermore, she complained about pain(pain) and oedema(oedema) in the inferior region of the internal canthus (the physician did not treat this area with restylane defyne). The doctor thought it was a biofilm(infection) and in (B)(6) 2017 prescribed tolexine® [doxycycline] 100mg, two times a day during ten days, zeclar® [clarithromycin] 500mg, two times a day during ten days, cortancyl® [prednisone] 10mg during eight days and inexium® [esomeprazole magnesium] during eight days. At the beginning of (B)(6) 2018, the doctor carried out an allergy test to hyaluronidase and on (B)(6) 2018, the patient stopped treatment with zeclar® since she did not tolerate the drug. In addition, the physician again prescribed the patient tolexine® and cortancyl®. On (B)(6) 2018, an irm (assumed to be MRI) showed the persistence of hyaluronic acid in the lower part of nasolabial folds but nothing in the inferior region of the internal canthus. The physician injected the patient with hyaluronidase [hyaluronidase] and kenacort® [triamcinolone]. On (B)(6) 2018, there was a decrease of inflammation but the granuloma was persistent and palpable. The patient received an additional injection of hyaluronidase. On (B)(6) 2018, there was another episode of inflammation. The patient received treatment with kenacort®. On (B)(6) 2018, there was another episode of inflammation in the internal canthus and allergy to grasses. The patient received an injection with kenacort®. On (B)(6) 2018, the patient received an injection with hyaluronidase only. On (B)(6) 2018, there was a slight inflammation and the patient received an additional injection with kenacort®. The physician reported that the reactions were becoming milder but it continues. Granulomas were palpable in the inferior region of the internal canthus (region not injected with restylane defyne) and in the superior area of the nasolabial folds. The physician reported that there was medical intervention for treatment of the adverse events but it was not an intervention or hospitalisation required to prevent a life threatening condition, permanent impairment of a body function or permanent damage to a body structure. Outcome at the time of the report: inflammatory granuloma was not recovered/not resolved. Pain was unknown. Oedema was unknown. Inflammation was unknown. Thought it was a biofilm was unknown. Tracking list: version 0. Initial. Version 1. No additional follow-up information was received from the reporting physician. A new version of the case has been opened to generate a final mir.